Manufacturer narrative:
The customer reported data sharing no longer functions after update. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device and app version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint via email was received. An application issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an ios operating system version. The customer indicated that the librelinkup application seems to not be working at all on ios. It appears that this issue started right after upgrading the phone and watch to version 26.1. As a result, the customer was unable to monitor glucose using sensor readings and experienced a loss of consciousness. There was no report of death or permanent impairment associated with this event.